Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event cannot be conclusively determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.

Manufacturer narrative:
Through follow-up with the health-care provider, it was learned that the device was explanted due to prosthetic aortic valve stenosis with calcification. According to the op report, this patient recently developed heart failure and serial echocardiogram showed valve dysfunction and the catheterization showed mean gradient of 56 mmhg across the valve, and angiography showed nonobstructive coronary artery disease. Tee showed good lv function. It did show that at least one of the leaflets of the valve was not moving at all and was quite calcified. Upon inspection, the bovine pericardial valve had 1 leaflet that was fixed and calcified, another leaflet was partially calcified and moved with difficulty. The third leaflet was normal. There was a fair amount of subvalvular calcification and this was debrided with care not to allow calcific debris to fall into the left ventricle. A new edwards bioprosthetic valve was implanted. Successive de-airing was confirmed by tee and the patient was then easily weaned off from cardiopulmonary bypass. Hemodynamics were excellent. On tee, there was good lv function. No intracardiac air. No paravalvular leak. The patient had a follow up evaluation approx. 5 weeks post-op and was reported to be doing fine. He has no pain, no fevers, and no shortness of breath. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be confirmed, it appears that the calcified valve likely caused the aortic stenosis experienced by the patient. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 14 years and 5 months. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The explanted device was replaced with another edwards valve. No other details provided.